Event description:
The customer reported the device restarts itself. No consequences or impact to patient were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The module was left powered on using fully charged batteries and the battery life was within specification. No issues were found regarding the device powering off by itself.

Event description:
The customer reported the device restarts itself. No consequences or impact to patient were reported.